Manufacturer narrative:
Product complaint # (B)(4) h3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the image shows two needles without sutures, one of which has a broken tip. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Did the needle fall into the patient? If so, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lockhole craniotomy for removal of multiple intracerebral hematomas procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent lockhole craniotomy for removal of multiple intracerebral hematomas surgery at 16:45. During the surgery, the needle tip was broken when the surgeon used suture to suture the dura mater. Upon discovery, the surgeon was immediately informed to suspend the surgery and conduct a search. The needle tip was found at the surgical incision site. The surgeon washed the incision with normal saline and continued the surgery. No adverse patient consequences were reported. Additional information was requested.